Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the ventricle lead's helix became extended and also unsatisfactory electrical parameters was observed. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Final analysis found that as received, a complete lead was returned in one piece with helix found extended and clogged with blood/tissue. Visual and x-ray examinations of the helix mechanism found no anomalies or distortion of the inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/tissue.